Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The heartware® instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 4 low flow alarms and a drop in power consumption of approximately 1 watt on (B)(6) 2016 confirming the reported event. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Possible root causes that may have contributed to the reported event was the patient's history of thrombus, arrhythmia, and hypovolemia. Possible root causes that may have contributed to the reported event was the patient's history of thrombus, arrhythmia, and hypovolemia. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator, that the patient was admitted from home on (B)(6) 2016 with tia-like symptoms. The international normalized ratio was therapeutic on admission and patient was compliant with warfarin. The computed tomography (CT) of the head was unremarkable. While in the emergency department, the patient reported getting shocked by his implantable cardioverter-defibrillator (ICD); it occurred at home several times as well. On ICD interrogation, it was noted that the patient had been in ventricular tachycardia, ventricular fibrillation, and torsades de pointes over the past several hours. The patient never lost consciousness and was asymptomatic from an arrhythmia standpoint. The troponin on admission was "75" (which the site figured was due to the ICD shocks) as the patient did not complain of chest pain. A follow-up head CT on (B)(6) 2016 was again unremarkable for an ischemic or hemorrhagic cause. All symptoms resolved within a few hours from the tia. The patient was given two 500cc boluses as the arrhythmias may have been related to vad suction due to hypovolemia. He was also started on lidocaine and amiodarone to help with the arrhythmias; as of the (B)(6) 2016 the patient only remained on lido. No further issues with arrhythmias have occurred since admission. The log files were sent which showed the 1w decrease in power at the time of the arrhythmias on (B)(6) 2016 and which appears to be resolving since being converted to normal sinus rhythm. The patient's troponins have slowly crept down. On the (B)(6) 2016, the lactate dehydrogenase levels showed an elevation from baseline 200s to 740. The patient was sent for a gated CT in which it revealed a left anterior descending thrombus at the aortic root. Of note, this is a congenital patient (d-transposition of the great artery) with his "ofg" to the descending aorta. This patient also had a history of cerebrovascular accident prior to his hvad implant due to a left arterial clot. The site thinks a clot may have been loosened up and moved to the aortic root/lad at the time of all of the arrhythmias on (B)(6) 2016. As of yesterday, the plan right now is to continue to monitor the patient and keep him anticoagulated (therapeutic on warfarin, may start IV heparin). They are unsure about intervening on the clot as they do not want it to migrate and the patient is stable. The patient was not listed with the (B)(6) due to his high pulmonary pressures at the time of implant; though the site plans to repeat a right heart catheterization the next week to determine if the pulmonary pressures have reversed and he is able to be listed 1a for transplant. The patient was listed as stable at the time and remains hospitalized.